Manufacturer narrative:
Block h6: imdrf code c0102 captures the reportable investigation finding of biological contamination. Block h11: investigation results - the returned resolution 360 clip was analyzed, and visual inspection found the device returned without the clip assembly and with evidence of full deployment. Also, it was found that the hypotube was returned separated, and during the microscopic inspection, manufacturing crimping marks were observed on the hypotube. Additionally, a foreign material resembling a hair was observed and submitted for analysis. No evidence was identified to indicate that the observed material originated from the device. A risk review was completed and confirmed that the events of hypotube detachment of device or device component and exposure to contaminated device/risk of infection were defined in the risk documentation and is documented according to the prr. These events type have been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed. The IFU contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. A review was completed of the device history record (DHR) for the device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The investigation results found that the hypotube was returned separated and manufacturing crimping marks were observed on the hypotube. It is possible that the hypotube may have impacted the bushing during wire retraction while the device was being manipulated during the procedure. A foreign material resembling a hair was observed and submitted for analysis. The conclusion indicates: the morphology confirms that the material found corresponds to a natural hair fiber. The specific origin of the hair cannot be determined with certainty, as it may have come from the patient, the scope, the device, or from handling during the procedure. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the lower bowel during a lower bowel screening procedure performed on (B)(6) 2026. During the procedure, the clip functioned as intended and the hypotube fell into the patient's bowel during deployment. The piece was safety able to be suctioned through the scope and caught in a trap. The procedure was completed with original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed foreign material. Please see block h11 for full investigation details.